Event description:
Patient have IV 0.9%ns infusing at 100 ml/hr. Puddle found on floor below IV pump. Upon further inspection, tubing inside of the pump was found to have a slit in it. Staff have allegedly reported this same problem in the past. Baxter rep on site, visualized the tubing and took the serial numbers from two pumps, as it was not certain which pump the tubing was used with.====================== health professional's impression======================unknown====================== manufacturer response for IV tubing, baxter clear link 3-port primary IV tubing======================baxter would like to have the IV tubing returned to them for evaluation.